Manufacturer narrative:
Device evaluation: the actual device was returned for evaluation. Reliability engineering evaluated the device. The reported condition that the device would not hold the burr could not be confirmed. However, it was observed during pre-testing assessment that the device had torn outer hose, loose set screws, frayed cable, and low (rpms) rotations per minute. Evidence indicates this was due to usage wear over time. If additional information should become available, a supplemental medwatch report will be sent accordingly.

Manufacturer narrative:
During pre-testing of the returned device, it was discovered that the device had a torn hose at the exhaust and intake, low revolutions per minute (rpm)(7000), loose set screw and a frayed cable. Once (B)(4) evaluates the device, a supplemental medwatch report with observed findings will be sent accordingly.

Event description:
It was reported that during a neuro surgery the motor device "would not hold the cutter device". The planned surgical procedure was delayed "a little bit". A spare identical device was used successfully with the same cutter device. No patient harm, adverse outcome or injury was alleged. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.